Event description:
Information was received from a consumer on (B)(6) 2016 regarding a patient receiving medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that the patient's pump system was removed about 2 months ago due to an infection. Her physician told her today that they were going to wait another month before implanting a new pump system.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Information was received from a consumer (con) regarding her implantable infusion pump. It was reported that the infection was due to cellulitis of the skin that lead to infection of the pump site. The patient experienced fevers and an abscess at the pump site due to the infection. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.